Event description:
Implant removed related to right breast infection. Patient went to pacu in stable condition.

Event description:
Implant removed related to right breast infection. Patient went to pacu in stable condition.